Event description:
A peritoneal dialysis pt reported that he was unable to clear the warning condition so he ultimately powered off/on the cycler and cancelled the treatment. While stripping down the cycler, he discovered fluid in the cycler cassette compartment. There is no report of pt ill effect. There is no sample available for eval.